Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During the routine 12 month follow up computed tomography (CT) scan a laminar device related thrombus (drt) was noted. No further information was provided at the time of this report.